Event description:
It was reported that patient experienced occasional shocking sensations at the ipg site. Surgical intervention was undertaken wherein the ipg was explanted and replaced to address this issue. Shocking sensation resolved and therapy was restored post-op.

Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.